Event description:
It was reported a circumflex artery to left atrium fistula occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx closure device was implanted on (B)(6) 2024. A left heart catheterization was being performed on (B)(6) 2025, and contrast was noted to be pooling near the watchman closure device. The physician suspected a circumflex artery to left atrium fistula near watchman closure device developed. There was no device leaks noted. The patient did not have any symptoms. There was no intervention required or planned. The patient was discharged home the same day.

Manufacturer narrative:
A1: patient identifier added. A2: date of birth added. A3b: gender added.

Event description:
It was reported a circumflex artery to left atrium fistula occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx closure device was implanted on (B)(6) 2024. A left heart catheterization was being performed on (B)(6) 2025, and contrast was noted to be pooling near the watchman closure device. The physician suspected a circumflex artery to left atrium fistula near watchman closure device developed. There was no device leaks noted. The patient did not have any symptoms. There was no intervention required or planned. The patient was discharged home the same day.